Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2,h6 type of investigation, investigation findings, investigation conclusions have been updated. The devices were not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported resistance, sheath delamination and sheath tip damage events were unable to be confirmed due to unavailability of returned device/applicable imagery. As no device lot number was provided, a review of DHR and lot history was unable to be performed. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. In this case, additional follow up revealed that patient had mild calcification and tortuosity in the peripheral vessels. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. In this case, an altered balloon profile (due to a burst) could cause the system to catch onto the sheath tip/liner, leading to increased withdrawal forces. As a result, the operator could have applied excessive manipulation to overcome the experienced difficulty. Doing so could subject the distal tip toward damage and further delaminate the liner while pulling delivery system through the sheath. It is likely that excessive manipulation was used to overcome increased withdrawal forces during system retrieval with burst balloon. This could subject the sheath to excessive torquing or bending, causing the sheath to become kinked in the process. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the reported resistance event. As such, available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the reported sheath damage events. As such, available information suggest that procedural factors (excessive manipulation) may have contributed to the reported sheath kink event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards lifesciences field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, the 26mm commander deliver system balloon was fully inflated when it burst during valve deployment. Withdrawal difficulties were encountered. Upon removal of the devices as one unit, it was observed the 14f esheath plus was bent and torn at the seam about 5cm from the distal tip. The sheath was torn at the 8 o'clock position about 5cm from the tip; the blue portion and clear lining were both torn/compressed inferiorly and laterally. The esheath+ tear was described as jagged and crumpled from the delivery balloon friction. There was no harm to patient reported. Post dilation was performed with a 26mm true balloon to ensure the full expansion of the valve. The commander delivery system, and esheath+ were removed as one unit, and there was no harm to patient reported.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03124. Investigation is underway.